Manufacturer narrative:
Device was used for treatment, not diagnosis. Reporter's phone number: (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reverse locking mechanism of the device was blocked. It was noted that the reverse trigger was blocked. It was further determined that the device failed pretest for check the power with test bench, check triggers for forward / reverse mode, check reverse locking mechanism, check attachment coupling with attachments, and check the attachment coupling. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the compact air drive device had no force. It was reported that there was no delay in the procedure due to the event as an unspecified spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.